Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The philips technician on site tried to calibrate the screen but without success. The rse recommendation replacement of the touchscreen. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Information was received that the case has been open after a preventive maintenance by a philips technician. The device was not in clinical use. No patient involved. During the maintenance, the field service engineer (fse) found that the touchscreen was not working correctly.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The touchscreen was tested, the failure was confirmed. Pil is able to confirm the complaint that the touch screen is defective. The touchscreen does not meet the acceptance criteria specified due to failing the resistance ration verification.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen is defective. The upper part of the screen is unresponsive. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The philips technician on site tried to calibrate the screen but without success. The rse recommendation replacement of the touchscreen. The investigation is ongoing.